Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced small r-wave signals during the implant procedure, despite attempting in three different orientations. The icm was replaced, however the new icm experienced similar results of small r-wave signals; the icm implanted second remains in use. No patient complications have been reported as a result of this event.